Event description:
This report is to advise of an event observed during analysis.

Event description:
New information from attorneys office notes the lead exhibited a fracture and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded from 33.7 cm to 33.9 cm from the distal tip. Abrasions are indicative of exposure to constant friction with another implantable device.